Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity/failure to occlude (close) fallopian tubes/expulsion of essure device/breakage/ expulsion: expulsion: right coil') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (gravida 5), parity 4 and salpingectomy (left ectopic pregnancy). Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2008 : surgical removal of coil(s) - expulsion of the right coil, salpingectomy (unilatera). Essure was removed on (B)(6) 2008. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted plaintiff states that she still has left coil inside that is causing her issues, mr states status post essure placement and possible leaking from the salpingectomy stump of the left fallopian tube, has a clinical history of essure placement. There is a reported previous left salpingectomy. Patient received treatment for abdominal pain, pelvic pain, device expulsion. On (B)(6) 2008 essure confirmation test :-left occlusion only. Discrepancy noted: date(s) of insertion: (B)(6) 2008. Date(s) of insertion: (B)(6) 2008, unilateral right-sided essure sterilization since the patient had a previous left salpingectomy. Right tube essure expulsion into endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2008: unilateral occlusion (left tube occluded), migration of essure device, other (please describe) failure to occlude right fallopian; on (B)(6) 2008: the right micro insert migrated into the endometrial canal in the interval since the previous study. It was extracted at the time of catheter extraction. No contrast extension into the fallopian tubes is seen, however. Dr would not, however, assume that the fallopian tubes are obstructed on the basis of this study. Right tubal essure expulsed into endometrial cavity and removed. No obvious dye spillage. Left occlusion only. Incomplete occlusion of right fallopian tube at 3-month hysterosalpingogram status post essure placement and possible leaking from the salpingectomy stump of the left fallopian tube on the previous hysterosalpingogram. Expulsion of the essure device into the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Outcome of the events, vaginal bleeding and menorrhagia were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity/failure to occlude (close) fallopian tubes/expulsion of essure device/breakage/ expulsion: expulsion ') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2008 : surgical removal of coil(s) - expulsion of the right coil, salpingectomy (unilatera). Essure was removed on (B)(6) 2008. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted plaintiff states that she still has left coil inside that is causing her issues, mr states status post essure placement and possible leaking from the salpingectomy stump of the left fallopian tube, has a clinical history of essure placement. There is a reported previous left salpingectomy. Patient received treatment for abdominal pain, pelvic pain, device expulsion. On (B)(6) 2008 essure confirmation test :-left occlusion only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2008: the right micro insert migrated into the endometrial canal in the interval since the previous study. It was extracted at the time of catheter extraction. No contrast extension into the fallopian tubes is seen, however. Dr would not, however, assume that the fallopian tubes are obstructed on the basis of this study. Right tubal essure expulsed into endometrial cavity and removed. No obvious dye spillage. Left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received new event added abdominal pain and event outcome updated for pelvic pain, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity/failure to occlude (close) fallopian tubes/expulsion of essure device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (on (B)(6) 2008 : surgical removal of coil(s) - expulsion of the right coil). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted plaintiff states that she still has left coil inside that is causing her issues, mr states status post essure placement and possible leaking from the salpingectomy stump of the left fallopian tube, has a clinical history of essure placement. There is a reported previous left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2008: the right micro insert migrated into the endometrial canal in the interval since the previous study. It was extracted at the time of catheter extraction. No contrast extension into the fallopian tubes is seen, however. Dr would not, however, assume that the fallopian tubes are obstructed on the basis of this study. Right tubal essure expulsed into endometrial cavity and removed. No obvious dye spillage. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received: case has became incident. New events added: pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia, depression, mental anguish, migration of essure device location of device: endometrial cavity/failure to occlude (close) fallopian tubes, event onset date were added, event outcome were added. Reporter information were updated, concomitant drugs, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.